Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise with multiple episodes of non-sustained right ventricular oversensing at non-sustained ventricular fibrillation stored in egms for last couple of months. The noise was not reproducible. The device was reprogrammed. The asymptomatic patient was fine after the intervention.